Event description:
The customer ordered part number 0684-00-0254-04 (.020 nitinol guidewires) which is the part number labeled on the outside of the box. When opened, part number 0684-19-0052 (.030 staged guidewires) were in the box. Event complications: never used on a pt - reported 9/24/99. Pt's current status: na - reported 9/24/99.